Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent dislodgement inside the patient occurred. The stent was dislodged when the device got caught with the previously placed stent. The dislodged stent was removed together with the guidewire and the catheter.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 16mm stent delivery system (sds) was returned for analysis. The stent was returned separate from the sds. The stent was damaged and stretched for the entire length. The maximum stent profile was found to be within maximum crimped stent profile measurement. The balloon body was reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the stent and the balloon at the time of manufacture. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Reportable based on analysis completed on 05-oct-2017. It was reported that difficulty crossing placed stent occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. Pre-dilation was performed with a 2.5x15mm non-bsc balloon catheter. A 2.75x16mm synergy¿ drug-eluting stent was then advanced but it got caught with the previously implanted stent and was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment and stent damage.